Event description:
The ventilator was returned to the MFR for service. There was no pt harm or injury reported. During the device's eval at the mfg service center a service test failure was observed. At this time the MFR has not completed the investigation for this failure. A f/u report will be submitted when the MFR's investigation is complete.